Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test, the device alarmed at ~27 psi,(pounds per square inch). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test as device alarmed at. 27 psi, which is out of spec." Was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined however, the force sensor is required to be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.